Manufacturer narrative:
The event could not be confirmed as the only a portion of the reported device was returned. The root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
During a primary left tha, upon final secondary impaction, the instruments malleting platform broke. The cup was impacted sufficiently and no further action was needed.

Event description:
During a primary left tha, upon final secondary impaction, the instruments malleting platform broke. The cup was impacted sufficiently and no further action was needed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.